Event description:
The customer reported a leak from reagent probe b of the unicel dxc 800 pro synchron system approximately 1 hour after a field service engineer (fse) had performed a modification on the instrument. The customer notified the fse who was still at the customer's site of the issue. The customer repeated all suspected erroneous and/or suppressed results and confirmed that no erroneous patient results were generated for this event. There was no report of any change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment at the time of the event and there was no report of injury or direct exposure to the leak.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the reagent probe b wash collar valve to resolve the leak. The fse observed no further leaking upon replacement of the valve. (B)(4).